Event description:
It was reported that the right ventricular (rv) lead had steadily increasing and high impedances. It was also reported that the thresholds had increased slightly. The lead remains in use and will likely be revised at the upcoming routine device changeout. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.